Manufacturer narrative:
Correction: in the initial report, it was incorrectly reported that the patient¿s sex is male. The patient¿s sex is female. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the patient underwent bilateral explantation on (B)(6) 2019 and the removed devices were replaced with mentor saline breast prostheses. - patient developed capsular contracture (baker grade IV) in both breasts. In addition, patient had bilateral capsulectomies to treat the capsular contracture. Patient code ¿1761¿ capsular contracture has been added. A separate medwatch will be submitted for the capsular contracture in the patient¿s right breast. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 550cc saline breast prosthesis, catalog #3502550, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 550cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. The device was implanted into the patient the first time on (B)(6) 2010 and was re-implanted on (B)(6) 2013. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.